Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an error occurred while attempting to deliver a bolus. The customer was able to successfully resume insulin deliveries. There was no reported adverse impact to the customer's blood glucose level and the customer declined to troubleshoot the issue.